Event description:
It was reported by a nurse that the insulin pump had multiple problems. Customer received an a33 alarm and insulin squirted out during manual prime. Customer was disconnected during prime. The insulin pump piston continued to move forward after reservoir contact. No numbers appeared on screen and no beeps were heard. Customer tried different sets, but it did not function. The drive support cap appeared to be damaged. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The motor passed the motor test. No alarm for a loose drive support disk could be verified due to the motor error alarm. The insulin pump was received with a loose and flush drive support disk, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.